Event description:
It was reported that the patient's blood glucose levels rose to greater than 250 mg/dl (13.9 mmol/l) while wearing the pod for less than 1 hour. Upon removal of the pod from their abdomen the cannula was found to be obstructed. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of an obstructed cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.